Event description:
It was reported by the biomedical engineer, that a doctor stated the epg (external pulse generator) was "not working properly." No specifics were given, and when the biomedical engineer tested the epg, no issues were found. The epg was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).